Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that the customer experienced hyperglycemia. The customer current blood 221 mg/dl this morning 220 mg/dl, last night 442 mg/dl, 454 mg/dl, 440 mg/dl and 301 mg/dl. Customer stated she was getting no delivery alarm while filling the tubing yesterday blood glucose was four hundred, today at two hundred blood glucose inserted in abdomen. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose. Customer walked through the displacement test and it was passed. The insulin pump will not be returned for analysis.